Event description:
It was reported that reservoirs are leaking. Customer's mother is not sure of the lot numbers. Leaks are discovered during normal basal use, after the reservoir is removed it is moist. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.